Manufacturer narrative:
Additional information was received stating the helix was found to be extended out of the box. Sensing measurements could not be obtained during testing with the pacing system analyzer (psa). Three attempts were made to reposition the lead without success and the patient¿s rhythm went into atrial tachycardia (at). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this lead was an attempted implant. The helix was extended and positioned in the atrium; however, no pacing was observed. Therefore, the helix was retracted for repositioning and retraction difficulty was noted. The lead was repositioned but displayed no sensing, no capture and impedance measurements greater than 3000 ohms. The lead was removed and replaced without further incident. No adverse patient effects were reported.